Event description:
It was reported that the patient began leaking sporadically. Flexible cystoscopy was performed and it was determined that the balloon was out of the perivesicle space. It is presumed that this was not allowing optimized coaptation. The original 61-70 balloon was replaced with a 71-80 balloon. The cuff and pump were kept in their original implanted state. No further complications were reported in relation to this event.